Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery a pt presented with postoperative residual astigmatism. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).